Event description:
It was reported that the patient was treated at the emergency room for elevated blood glucose levels and ketones.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted, and a supplemental report will be filed. Pump settings and delivery history were reviewed with the patient and confirmed to be correct. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that the daily insulin delivery totals were inconsistent due to a time and date issue. No data was found in the black box or download history from time of reported event due to continued patient use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The pump was exercised for 24 hours; the battery was removed for 6 hours. Unrelated to the complaint, the time and date defaulted to factory settings. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.